Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that following a lead pull procedure the patient experienced high fever and had an infection. The patient was hospitalized and symptoms of epidural abscess or hematoma were noted. The patient was prescribed antibiotics. The physician believed that it was pre-existing infection and not caused by the device of procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a lead pull procedure the patient experienced high fever and had an infection. The patient was hospitalized and symptoms of epidural abscess or hematoma were noted. The patient was prescribed antibiotics. The physician believed that it was pre-existing infection and not caused by the device of procedure.